Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: italy. It was reported that during the opening of the product detected that the needle does not match with the reference 3/0. The box reported 3/0 while the product inside are 4/0. The package was sealed with celofan, customer think that it was a failure happened during packaging phase.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Without samples a proper analysis cannot be performed. Moreover, pictures of the labeling have not been received nor the reference-batch number of the product inside the box. Taking into account that no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that if the mix-up was the one informed by the customer (no samples were received) we assume an isolated box, but cannot be assured. Without more information, we have to close the complaint as not confirmed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.